Event description:
A malfunction with code malf 0 was reported, and there was no information on any notable events occurring prior to this issue. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.